Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead and right ventricular (rv) lead due to out of range pacing impedances. The ra lead exhibited low pacing impedances, measuring less than 200 ohms and the rv lead exhibited high pacing impedances, measuring greater than 2000 ohms. After the lss there was noise and oversensing on the ra and rv leads which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. In the unipolar configuration the rv lead impedances were stable around 400 ohms, and the thresholds measurements were good, however, in the bipolar configuration the thresholds were high and capture was unable to be obtained. It was suspected that the anode conductor on the rv lead was fractured. It was noted the ra lead also exhibited high thresholds and high out of range pacing impedances. Subsequently, a revision procedure was performed and the ra and rv leads were explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicates this pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead and right ventricular (rv) lead due to out of range pacing impedances. The ra lead exhibited low pacing impedances, measuring less than 200 ohms and the rv lead exhibited high pacing impedances, measuring greater than 2000 ohms. After the lss there was noise and oversensing on the ra and rv leads which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. In the unipolar configuration the rv lead impedances were stable around 400 ohms, and the thresholds measurements were good, however, in the bipolar configuration the thresholds were high and capture was unable to be obtained. It was suspected that the anode conductor on the rv lead was fractured. It was noted the ra lead also exhibited high thresholds and high out of range pacing impedances. Subsequently, a revision procedure was performed and the ra and rv leads were explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicates this pacemaker was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead and right ventricular (rv) lead due to out of range pacing impedances. The ra lead exhibited low pacing impedances, measuring less than 200 ohms and the rv lead exhibited high pacing impedances, measuring greater than 2000 ohms. After the lss there was noise and oversensing on the ra and rv leads which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. In the unipolar configuration the rv lead impedances were stable around 400 ohms, and the thresholds measurements were good, however, in the bipolar configuration the thresholds were high and capture was unable to be obtained. It was suspected that the anode conductor on the rv lead was fractured. It was noted the ra lead also exhibited high thresholds and high out of range pacing impedances. Subsequently, a revision procedure was performed and the ra and rv leads were explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.